Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3199409. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported the bd intima-ii y 24gax0.75in prn/ec slm catheter damaged/defective. On (B)(6) 2024, during the intravenous infusion process of the indwelling needle, the child found that there was fluid flowing out of the limb during the infusion test. After inspection, it was found that there was a crack in the hose of the indwelling needle. The indwelling needle was immediately pulled out and the indwelling needle was replaced for intravenous infusion. No harm was caused to the child.